Manufacturer narrative:
This report is being supplemented to provide a correction based on the legal manufacturer's final investigation. Based on the information provided from the investigation, it was confimed that the cutting wire was not broken, and the coated portion of the cutting wire was torn. A likely mechanism causing the tear of the coated portion of the wire might be the following: 1. The slider was pushed more than needed causing the cutting wire to deflect. 2. The deflected coated portion of the cutting wire and the metal part of the distal end of the endoscope came into contact when the forceps elevator was raised. 3. The tube was moved back and forth causing the metal part of the distal end of the endoscope to scratch the coated portion of the wire. As a result, the coated portion of the wire was ruptured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sphincterotome insulation detaches from the cutting wire. The issue occurred during therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure. The procedure was not completed. There were no reports of patient harm.